Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm created a larger hole than traditional 4.0 punch. Dr. Stated that the hole created by the 3.8 aortic cutter is larger than his traditional 4.0 punch. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2016 03:55 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm created a larger hole than traditional 4.0 punch. Dr. Stated that the hole created by the 3.8 aortic cutter is larger than his traditional 4.0 punch. The hospital did not report any patient effects.